Manufacturer narrative:
Visual and functional analysis was performed on the returned product. The reported activation failure was not confirmed. The returned filtration element was loaded into the returned delivery catheter pod, using a proxy barewire and the returned tray, the handle was pulled to deploy the filter with no anomalies noted. The reported stretched tip coils were confirmed. The coils were stretched out distally, mangled, and separated. There were misaligned coils sporadically proximal to the step for a length of 2.5 centimeters (cm). The separated portions of the barewire core and barewire coils including the distal tip were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. The investigation determined that the reported difficulties were likely due to procedural circumstances. It is likely that the distal end of the delivery catheter was bent or restricted in the anatomy causing the reported activation failure. Additionally, it is likely that the stretched tip coils occurred during removal from the anatomy. It is likely that during removal, the tip of the barewire was restricted causing the core to break resulting in stretched coils. Once outside of the anatomy, additional handling of the stretched tip caused the coils to separate. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous internal carotid artery that is 60% stenosed. The emboshield nav6 embolic protection system (eps) was advanced to the intended location; however, when attempting to deploy the filter it failed. The eps was removed and noted the tip of the barewire was uncoiling / stretching. A new emboshield nav6 was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided. Per device analysis the core of the barewire was separated 2.5 centimeters distal to the step. The coils were noted to be separated.